Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda and tissue injury appear to be related to a combination of procedural conditions (several grasping attempts) and challenging patient anatomy (friable leaflets). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional atrial mitral regurgitation (mr), enlarged atrium, rotated heart and small mitral valve area(3.8cm²) for a mitraclip procedure. The first clip was implanted on a2/p2 (anterior 2 and posterior 2 leaflet segments), and the mr was reduced to grade 2+. Subsequently, it was decided to use 1 more nt clip (40402r1009) in the medial commissure to reduce the mr to grade 1. This new clip was positioned in the commissure and after a few grasping attempts, both leaflets were captured with a significant reduction in the mr. After releasing the clip, the posterior leaflet tore and a single leaflet device attachment (slda) occurred. The second nt clip remained attached to the anterior leaflet. In post-procedure examinations, the clips remain stable and the mr grade is 3-4. The patient is hemodynamically stable and remains stable under medical supervision, with an expected discharge date. In the physician's opinion, the slda was due to friable leaflets and several attempts at simultaneously grasping both leaflets.